Event description:
This report is being submitted to correct legal manufacturer contact address and the importer contact address.

Event description:
Olympus received a medwatch from the FDA indicating during an endoscopic gastroduodenoscopy for diagnostic surveillance for duodenal tubulovillous adenomas, the single use distal cover fell of the duodenovideoscope while removing it and entered the patient's trachea, resulting in partial airway obstruction. It was later reported that the cover created an almost complete airway obstruction. Initially the patient was not under general anesthesia, but general anesthesia was initiated for an urgent flexible bronchoscopy by a pulmonologist to retrieve the cover. The patient was also scheduled for a colonoscopy that same day; therefore, resulting in a delay. After the bronchoscopy, the colonoscopy procedure was completed. The reporter also indicated the same type of flexible, disposable cap that was recently started at his institution, came off in another procedure and dropped into the hypopharynx of that patient. This complaint requires 4 reports. The related patient identifiers are as follows: two reports represent the initial reported event of the cap falling into the patients trachea (patient 1 of 2). (B)(6) represents evis exera iii duodenovideoscope. .(B)(6) represents the single use distal cover. Two reports represent the reporters similar event of the cap falling into a patients hypopharynx (patient 2 of 2). (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents single use distal cover. This medwatch represents patient 2 of 2 for patient identifier (B)(6) represents single use distal cover.